Manufacturer narrative:
Concomitant medical products: etbf2516c166e stent graft; implanted: (B)(6) 2012; addrl1 ipg implanted: (B)(6) 2017; etcf2828c49e stent graft; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited over-sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.